Event description:
International affiliate reported that a tear on the heat sealed area at the lower right side of the reservoir was found during the surgical procedure. The reservoir was replaced with a new one. There was no adverse consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet completed. Any further info, derived from the eval, will be submitted in a supplemental 3500a form.